Event description:
It is reported that a customer's insulin pump was not showing any information on their carbohydrate intake. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The line was dropped while explaining the replacement policy to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).